Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument was analyzed and found to have various scratches on the main tube. Scratches and abrasions on the main tube were deemed cosmetic damage. The scratches measured approximately 0.043¿ to 0.124" in length and were not axially aligned with the tube axis. Material was missing from the surface of the main tube. Components adjacent to this scratched main tube did not show damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors (mcs) instrument with an alleged issue to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received. The customer did not return the mcs tip cover accessory.

Event description:
It was reported that prior to the start of a da vinci-assisted adrenalectomy surgical procedure, customer reported that in the monopolar curved scissors (msc), the orange color was seen on the gray sheath covering of the mcs tip. The procedure was completed with no reported injury.